Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, the customer reported that the pump display turned on when plugged into a power source. The customer's blood glucose was in the 60s mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.